Event description:
It was reported that during a splenic embolization treatment procedure, removal difficulties occurred a 5fr non-bsc catheter was placed in the target vessel. The 10mm x 21mm .035 interlock diamond coil was advanced, however, the coil was not sized correctly for the vessel. When the physician attempted to remove the coil, the tip became loose and when stretched and pulled, the coil stretched the physician attempted to reposition the coil; however, the coil would not retract into the catheter because the tip of the coil was tangled. Another attempt was made to pull the coil back into the catheter, and the coil becomes stretched. The physician decided to deploy the coil in an unintended location. Additional interlock and pushable coils were deployed to complete the procedure. No further patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).